Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the whisper guide wire was advanced to the lesion. Many attempts were made to cross other company's balloon catheters, but they did not cross; therefore, an anchor technique was taken. When a balloon catheter was pushed, the guiding catheter off-engaged and the balloon catheters were pushed back to the aorta. All devices, including the guiding catheter, were removed as a single unit strongly out of the patient. The procedure was closed with 75% stenosis remaining. In vitro, the tip of the guide wire was stretched and separated. All devices were removed out of the guiding catheter and when the guiding catheter was flushed, the separated portion of the guide wire was flushed out. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the coating. There was not contrast visible. The core was separated 9.5 cm proximal to the tipball. The polymer coating was separated at the same location. The coating was slightly stretched at the separation. There were two bends in the tip located 3 mm and 15 mm proximal to the tipball. The core was kinked 4 mm and 10 mm proximal to the separation. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.